Event description:
A surgeon reported a female pt with toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant surgery. The reporter stated "the cause of tass is usually extremely hard to locate and could be a large number of things". Additional information was requested.

Manufacturer narrative:
No sample received. The complaint history was reviewed and there were no other adverse reactions reported for this lot. Information of batch records compounding and filling: no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. All results on the retain samples are conform the specifications for the tested parameters (ph, osmo, lal). Additional information was requested by phone, fax and mail. (B)(4).